Event description:
It was reported this patient with a pacemaker had an interrogation and asystole of 8-10 seconds was caught on telemetry. This patient has congestive heart block and the automatic gain control was programmed on which lead to oversensing. The device was programmed to a fixed sensitivity which resolved the issue, however the patient had another near syncopal episode. It was noted that this patient was seen for syncopal events in the past however, the cause of syncope is unknown. Technical services reviewed the latitude report and it appeared this other manufactures right ventricular (rv) lead had intermittent spikes in pacing impedances. Technical services discussed possible causes and provided programming options. This pacemaker and other manufactures rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported this patient with a pacemaker had an interrogation and asystole of 8-10 seconds was caught on telemetry. This patient has congestive heart block and the automatic gain control was programmed on which lead to oversensing. The device was programmed to a fixed sensitivity which resolved the issue, however the patient had another near syncopal episode. It was noted that this patient was seen for syncopal events in the past however, the cause of syncope is unknown. Technical services reviewed the latitude report and it appeared this other manufactures right ventricular (rv) lead had intermittent spikes in pacing impedances. Technical services discussed possible causes and provided programming options. This pacemaker and other manufactures rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.